Manufacturer narrative:
E1: name: abbvie inc. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Country: united states. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the customer experienced an infusion set leakage at the insertion site and patient developed painful and inflamed infusion set site. The patient was receiving oral antibiotic therapy at the time of reporting.